Manufacturer narrative:
Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional reports, but it was not for infection. Total for lot number: 1 (pc-(B)(4)) complaints received by cmw in the last 12 months for this issue 11x smartset gmv, 7x smartset ghv) if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Represents surgical intervention

Event description:
The patient was revised to address infection.